Event description:
It was reported that a trained physician attempted an arteriotomy closure in the common femoral artery for an unspecified procedure using a starclose device. The physician reported that the device was difficult to remove. The physician pulled the device free. The pt developed a hematoma of unspecified size. Hemostasis was achieved by manual compression. No add'l info available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.